Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced one of the 4 lights on the controller that indicates the charge of the battery was less intense than the others. The company recommended to the facility that the controller be exchanged. The exchange occurred on (B)(6) 2015, due to patient stability. The controller was exchanged without reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event was confirmed via functional testing of the display. The problem was traced to a defective led in the display circuit board. The controller was tested with a known good display board, which fixed the problem. The controller was in use when the reported event occurred. The reported event was confirmed to be a defective display board. The actual root cause was confirmed to be a defective display circuit board. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.